Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to right ventricular failure and the requirement of dialysis to preserve kidney function could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The heartmate 3 lvas IFU lists right heart failure, renal failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right ventricular (rv) failure symptoms after left ventricular assist device (lvad) implant and had to be readmitted several times. The patient was then put on the urgent list for heart transplant. The rv failure persisted and the patient was admitted, where they then developed severe rv failure symptoms and required dialysis to preserve kidney function. A centrimag rvad was cannulated for temporary support on (B)(6) 2020. The patient was unable to tolerate the symptoms and expired (B)(6) 2020. No further information was provided.